Event description:
It was reported that the pt experienced a loss of therapeutic effect and an overstimulation sensation following exposure to a microwave in her kitchen. Further info is being requested from the healthcare provider.